Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Patient received 38 inappropriate shocks due to lead noise. Patients lead has impedance over 3000 ohms. Lead is suspected to have fractured. Patient to be evaluated further and have lead addressed. Device remains implanted. Should additional information become available, this file will be updated